Event description:
The following was reported through a review of the article titled, ¿predictability of success for combined istent inject trabecular bypass implantation with phacoemulsification in the subsequent eye.¿ reportedly, following a bilateral cataract plus trabecular microbypass stent system procedures, there was a case of prolonged, but self-limited anterior chamber (ac) bleeding (n = 2), hyphema (n = 1) and capsular rupture (n = 1), and a sulcus fixated iol was implanted accordingly. There were no severe side effects noted. Additional information has been requested. Please see attached article for further details. This report references the adverse events associated with the left eye (os).

Manufacturer narrative:
Additional information: a2, a3, b6: mean and mode used. The devices were not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for the device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and capsular bag tear are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema and capsular bag tear) are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2023-00048 for the adverse events associated with the right eye (od).